Event description:
A customer reported to baxter corporate product surveillance an unknown buretrol administration set issue. Upon follow-up with the customer, it was determined that the set was leaking from an unknown connection point. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A customer reported to baxter corporate product surveillance of a interlink vented nitroglycerin set. Upon follow-up with the customer, it was determined that the set was leaking from an unknown connection point. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: two used samples of product code (B)(4) were received for evaluation. Both (B)(4) samples arrived attached to the (B)(4) buretrol samples and fully primed. The samples were numbered 1 and 2 for evaluation purposes. Each sample was attached to an in-house 1000ml solution bag containing reverse osmosis water. Both samples were then re-primed and checked for flow. Both samples primed and flowed normally with no obvious leaks found. Both samples were then underwater leak tested. This identified a leak at the drip chamber outlet port and tubing junction. The reported condition was confirmed. The root cause of the issue was determined to be related to the drip chamber being out of specification. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, the dimensions of the drip chamber were found to be within the limits based on testing performed per the part specification. The root cause of the reported condition was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.